Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that stress from repeated use, external factors, or handling of the device may have caused breakage of the image sensor unit, leading to the subject events. The suggested events are detectable and preventable by handling device in accordance with the following IFU. Event 1: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Event 2: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the deflectable videoscope exhibited peeling of the adhesive around the objective lens. And foggy image, due to damaged to the charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.